Manufacturer narrative:
A review of the device history records revealed the instrument was properly manufactured and released in accordance with design specifications. No irregularities have been identified. Visual inspection of the supplied photos indicate the distal tips of both driver have fractured and detached. No product evaluation possible at this time. The instrument has not been returned. Attempts to obtain the suspect device and/or additional information have been unsuccessful. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
The distal tip of both drivers broke in surgery during final tightening of set screws in a zodiac domino connector. Surgery was successfully completed.